Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.

Event description:
It was reported while attempting to insert the brk needle into the dilator, the needle punctured the dilator. The needle became blocked half way through the length of the dilator. After a few attempts, it was noted that the dilator was punctured where the needle met resistance. The procedure was completed with a new needle and a new dilator. There were no consequences to the pt.